Event description:
It was reported that a patient underwent an av (atrioventricular) node ablation with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced pulseless electrical activity that resulted in death. It was reported that post av node ablation while the patient was in pacu (post anesthesia care unit) the patient went into pulseless electrical activity. Intervention is unknown. Post-procedure death occurred. The physician does not think it was procedure related "patient was very sick and they believe it was anesthesia related". The physician believed the cause of death was weak patient who couldn't handle sedation and anesthesia.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).